Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt suffered erosion, pain and removal of sling. Pt has and will continue to experience mental and physical pain and suffering of multiple surgeries and sustained permanent injuries. Pt has endured impaired physical relations with her husband. No other info is available.